Event description:
It was reported that the a needle through the catheter was found during use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "mandrill transfixed the catheter during venipuncture. Additional information: the products were used on a patient undergoing the electroconvulsive therapy procedure under anesthesia and there was a mild adverse event, leading to patient discomfort and longer procedure execution time."

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the a needle through the catheter was found during use with a bd insyte autoguard shielded IV catheter. The following information was provided by the initial reporter, "mandrill transfixed the catheter during venipuncture. The products were used on a patient undergoing the electroconvulsive therapy procedure under anesthesia and there was a mild adverse event, leading to patient discomfort and longer procedure execution time."